Event description:
It was reported that (1) device was used during a bowel resection. It was reported by the affiliate that the operating room claims that the tlc55 instrument fired two staples and then jammed. A new tlc55 was used to complete the case. There was no consequence to the pt.